Event description:
In 2006, my son had the lasik eye procedure performed. Since then, he has had the problems with dry eye. It is so severe that he has problems looking at a computer screen for more than 10 minutes. He had to quit his first job as a computer programmer. Since then, he has been unemployed and has quit looking for work. What recourse does he have? Are there any feder or state programs or private programs that could help him retrain for other types of work.